Event description:
It was reported that the surgeon could not fit the femoral cutting guides on the spacer block handle assembly. Further it was reported that the procedure had to be converted to a total knee. Follow-up investigation: a unicondylar knee replacement was planned (medial). During the procedure the distal femoral cutting guides did not fit the spacer block handle assembly. As they were trying to find a solution they made a technical mistake during the surgery. They made the posterior femoral cut with the distal cutting guide. (They had to invert the spacer block handle upside down so the guides would fit). After this point they had no other solution other than to convert to a total knee arthroplasty (using another manufacturer's device). The result was ok and the patient is fine.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Only one part of the complainant's device, the spacer block handle assembly was returned. The mating device, (the distal femoral cutting guide) was not returned therefore the contribution of the device(s) to the event as reported could not be determined. The device history record review showed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.